Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. Although no damage was present, the reported event could not be determined. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. Device data was unable to be downloaded from the device. Investigation found all three battery voltages were observed to be lower than expected. Shelf mode current could not be measured since communication could not be established with the master pdm. The exact cause of the low battery voltages could not be determined. The device was connected to an external power supply in attempt to retrieve the device data, but was unsuccessful. The pcb was removed and no damage could be found on the pcb that would lead to a failure when downloading the data. The cause of the low battery voltages and data loss could not be determined.

Event description:
It was reported the patient's blood glucose level (bg) rose above 13.9 mmol/l (250 mg/dl) while wearing the pod between 49 and 71 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.